Event description:
A medtronic representative reported that, while in a procedure, the navigation system became unresponsive only in synergy cranial 2.2.5 software. The system was re-booted and returned to proper functioning. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient sex was provided. All other demographics were not available per hospital policy.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A new version of the software was installed at the site to resolve the issue.

Manufacturer narrative:
Patient information not available from the site at the time of this report. Software investigation not completed.